Event description:
It was reported that for a non pacer-dependent patient a gradual increase in pacing lead impedance and an increase in capture threshold was noted. It was suspected the increase in impedance was due to patients tissue physiology at the site of implant. Fluoroscopy did not show any abnormality of the lead. There were no adverse patient consequences. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.